Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was previously seen in clinic for normal follow up. Upon interrogation, the right atrial lead and left ventricular lead exhibited loss of capture. Chest x-ray was performed and revealed both leads were dislodged. During lead revision, re-positioning of the leads were unsuccessful. Both leads were explanted and replaced. The patient was in stable condition throughout the event.